Manufacturer narrative:
One smiths medical peripheral intravenous catheters (pivc) elco safety protectiv plus catheter was returned for analysis. The visual analysis of the retuned samples didn't show any anomaly. The needles were sharp, and the bevels were in compliance with the internal specification. Catheter security test: the value are in compliance with the internal specification. On the basis of the results achieved, there is no evidence that the unused unit did not comply with the internal specification. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during a resuscitation with a smiths medical peripheral intravenous catheters (pivc) jelco safety protectiv plus catheter, a cannula broke, no part or cannula remained in the patient. Subsequently, the patient had to get sheath removed from vein. No further adverse effects were reported.